Event description:
It was reported that during a ptca/stent procedure, following pre-dilatation, a focal dissection was noted. A stent was deployed to treat the dissection. Upon inflation the delivery system balloon ruptured. Angiography revealed the dissection extended to treat the ostium of the vessel. A second stent was successfully deployed to treat the dissection. The pt tolerated the procedure well and left the cath lab in good condition.